Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) was "high", although specific value was not provided. The customer reverted to manual insulin therapy. The customer¿s blood glucose (bg) was "high", although specific value was not provided. Customer received assistance from a nurse, due to the customer being hospitalized for a non-diabetic event, to address their elevated bg with manual insulin injections.